Event description:
There was no known impact to the customers blood glucose level due to the reported issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer consumed a sugary drink, and experienced a low blood glucose (bg) level of 66 mg/dl. Additionally, the customer reported that the low bg level was possibly unrelated to the pump or supplies, as sugary drinks causes the customer's bg level to rise and fall quickly. The customer confirmed food would be consumed to treat the low bg level. Reportedly, the customer would obtain manual injections for alternate insulin therapy. The customer declined further follow-up from tandem technical support to ensure receipt of alternate therapy.